Event description:
It was reported that the atrial lead exhibited high threshold and under sensing. The device was reprogrammed to vvi mode. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).